Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and subsequently, the pump shut down. The customer's blood glucose level was 180 mg/dl. Customer reverted to an alternative method of insulin therapy.